Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications.

Event description:
It was reported that on (B)(6) 2023, a 08mm amplatzer atrial septal occluder was chosen for implant into atrial septal defect. During deployment, the left atrial disc deformed to a cobra-like shape. The device was removed from the patient anatomy and attempted again. However, the device deformed to a cobra-like shape. There was no angulation or kink noticed in the delivery system. There was no interaction with cardiac structures during deployment. A replacement 08mm amplatzer atrial septal occluder was successfully deployed. No health impact has been reported.